Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the device frequently not giving more than 20 minutes of data at average over several hours. Data was provided for evaluation. The confirmation of the complaint is confirmed. A probable cause could not be determined. No additional event or patient information is available.